Event description:
It was reported that the patient was experiencing cramping-like sensations in the abdomen which believed to be caused by stimulation. The patient had steroid injection and was doing well with favorable results.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: 170727/172078.